Event description:
A healthcare facility reported to a fisher & paykel healthcare clinical products specialist that when a water bag was connected to an mr290 autofeed humidification chamber, the entire contents of the water bag emptied into the chamber which overfilled. Water subsequently entered the breathing circuit, inspiratory filter of the ventilator and into the inspiratory components of the ventilator. When the breathing circuit was disconnected from the ventilator, water sprayed out of the inspiratory port. The ventilator was removed from service and is undergoing repair. A pt was connected to the equipment set-up when the ventilator started alarming that "severe occlusion" had occurred.

Manufacturer narrative:
The mr290 chamber is en route to fisher & paykel healthcare central ("fph") for investigation. In the meantime, an fph clinical product manager made a site visit to the hospital and physically examined the faulty chamber by inverting the device to check for float operation. Photographs of the device were made. Results: upon examination of the mr290 device, both floats remained fixed to the aluminium base when they should have moved. Upon inspection, a dent was observed at the rim of the aluminium base in the vicinity of the lot code identification number. The fph representative noticed, upon site inspection of the hospital's storage area, that fph breathing circuit kits containing the mr290 chambers are stored in their original boxes. There are no other complaints of this nature for this lot number. Conclusions: mr290 chamber overfilling is a known failure mode. Impact damage to the chamber, for instance by dropping, can lead to misalignment and subsequent jamming of the valve float mechanism. This prevents float operation, allowing water to fill uncontrolled into the chamber. The dent observed in the aluminium base indicates an impact. Fph central is inquiring if there was any pt consequence as a result of this event. This hospital converted to the use of fph's mr290 humidification system from another system in 2008. It was confirmed by the hospital's respiratory care clinical coordinator that members of the respiratory team received training in the use of this device, in particular the importance of checking float operation upon connection to the water bag. Our instructions for use indicate in pictorial form the maximum fill line and advises the user to replace the chamber should water exceed the limit line. Fph has an open CAPA item to address mr290 chamber overfilling. Our monitoring and trending of events involving mr290 chamber overfilling has a rate of occurrence of 6 ppm worldwide in the last year to september 2008. We will provide a follow-up report confirming the fault as soon as the investigation is complete.